Manufacturer narrative:
The device was not returned to abbott vascular; therefore, we were not able to perform a device analysis. The lot number was not provided; therefore, a device history record review could not be performed. Literature search article: new england society for vascular surgery 2007; 45: 1095-1101. Written by w. Anthony lee, md, titled "total percutaneous access for endovascular aortic aneurysm repair ("preclose" technique)".

Event description:
Device malfunction: unk. Time of symptoms/ae: during vessel closure. Symptoms/ae: retroperitoneal hemorrhage treated with stent. This was noted through a periodic article review that assessed total percutaneous access for endovascular aortic aneurysm repair. A preclose technique was used involving deployment of the proglide device before procedure sheath insertion. A total of 559 proglide devices were used to close 279 femoral arteries; there were failures, mainly due to obesity, device malfunction, severe calcification and faulty arterial punctures. During the vessel closure procedure of the common femoral artery with the proglide, severe retroperitoneal hemorrhage was noted requiring use of a stent for repair. Information regarding the cause for the retroperitoneal hemorrhage was not specified. Reportedly, the suprainguinal puncture was high. No additional event of patient information is available.